Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction that caused or contributed to the patient's death.

Event description:
Resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient received an treatment event from the lifevest. The patient was reportedly at home and not conscious at the time of the event. The patient's wife performed resuscitation efforts unsuccessfully. The patient experienced a ventricular fibrillation (vf) arrhythmia and was treated at 23l:06:38 on (B)(6) 2018. The rhythm was converted to atrial fibrillation (af) at 50 bpm. The patient then transitioned to polymorphic vt and was treated at 23:26:36 and remained in polymorphic vt. The patient then transitioned to af and was treated at 23:28:51 while in af. The patient remained in af, which degraded to asystole. The patient was treated a three additional times while in asystole on (B)(6) 2018. The patient remained in asystole until device removal at 01:58:40 on (B)(6) 2108. The patient passed away on (B)(6) 2018.